Manufacturer narrative:
Concomitant medical product: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate high voltage therapy. The right ventricular (rv) lead exhibited a lead integrity alert (lia) for oversensing/ noise. A fracture was confirmed. It was also noted that the right atrial (ra) lead exhibited undersensing. The leads were initially reprogrammed. The rv lead was later explanted and replaced. During the rv lead replacement procedure, the ra lead was damaged, and the left ventricular (lv) lead dislodged. The ra lead was explanted and replaced, the lv lead was explanted and not replaced. No further patient complications have been reported as a result of this event.